Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can¿t be started. The fse examined the host pc power supply and bios battery and found that the host pc didn't respond during the system start up, but it can be started manually. The fse found that the problem lies with the host pc power supply. The fse replaced the faulty host pc and updated the software. After the replacement and software update, the device was returned to use in good working order.

Event description:
It has been reported to philips that the system can¿t not start. The device was not in clinical use. Philips has started an investigation of the complaint.